Manufacturer narrative:
The field service engineer (fse) replaced the precision pump and dispense probes. The ultrasonics voltage was at 178, below the instrument specification of 197 ± 3. The fse replaced the ultrasonics printed circuit board and adjusted the voltage to be within instrument specifications. The fse rebuilt the precision valve and replaced the peristaltic pump due to a small vacuum air leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Patient samples are collected in 4 ml lithium heparin plasma becton dickinson (bd) tubes. Samples are centrifuged at 3,600 rpm (rotations per minute) for seven minutes in a swinging bucket, at room temperature. Quality control (qc) is performed once every 24 hours. Quality control was within specification prior to the event.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The erroneous results were not released out of the laboratory. There was not patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.